Event description:
It was reported that the balloon ruptured. A 2.25 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use. During procedure, the balloon ruptured at 10atm. The procedure was successfully completed with another agent device, and no patient complications were observed.

Manufacturer narrative:
Device history review: a review was completed of the device history records (DHR) for the agent dcb, part # h74939222223010, batch #07369h24. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the agent dcb device confirmed that the event of 'balloon material rupture' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code 'cause not established'. This code was selected as the most probable complaint cause based on the information available. It is possible that interactions of the balloon with the lesion's anatomical features, as well as interactions with other ancillary devices used during the procedure contributed to the event. However, based on the available complaint information and the fact that no device was received for analysis, it is not possible to determine the cause of the complaint.

Event description:
It was reported that the balloon ruptured. A 2.25 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use. During procedure, the balloon ruptured at 10atm. The procedure was successfully completed with another agent device, and no patient complications were observed.